Event description:
It was reported that this implantable lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.